Event description:
It was reported that about a month ago they noticed it was taking over 2 hours to charge their implanted neurostimulator (ins), which used to take only 1 hour. Yesterday, the patient charged the ins for over 2 hours but the ins battery level only got up to 80%. The patient confirmed that they use the recharger app, but they had not been monitoring the connection strength. Agent reviewed importance of monitoring connection strength. Agent reviewed difference between 'good' and 'excellent' connection. During the call, the patient got an 'excellent' connection on the first attempt and the ins battery level was at 90%. Agent advised the patient to monitor the connection strength, and to reposition the recharger as needed in order to maintain an 'excellent' connection. The patient said they will do as advised and will call back if they have further concerns regarding ins charge duration.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.